Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the 18th of april 2022, the us customer reported inconsistent staining. The customer used the same pd-l1 kit with the failed slides on the repeats on a different unit and the slides turned out fine. This occurred on both control and patient slides. The fse inspected the instrument and found that the aspiration and dispense check valve caused the inconsistent staining. The part was replaced, and instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.